Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted due to an ear infection (specific date not reported). Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2014.